Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent a posterior lumbar interbody fusion due to lumbar spinal canal stenosis at l4-5. Post-op, the screw placed at left side of l5 deviated. Patient suffered from low back pain and underwent a revision surgery on (B)(6) 2017 for re-fixation of the same screw. Surgery was completed without any complications.